Event description:
It was reported that the customer experienced high blood glucose readings of 600 mg/dl and has treated with a bolus. Customer also mentioned having low blood glucose readings in the past. The drive support cap and all settings appeared to be normal. Threshold suspend alarms were noted in the alarm history. Customer stated that their blood glucose readings were over 600 mg/dl and the meter was reading 44 mg/dl. Customer's blood glucose reading at the time of the call was 251 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.